Event description:
It was reported that white, lint-like foreign matter was found in the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: "there is a relatively large white lint in the syringe. Since we carry out patient-specific preparations in the context of tumor therapies in our company, it is imperative that we ensure freedom from particles in rrk a. This is unfortunately not the case with this syringe. Unfortunately, this is not possible with this syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. H6: investigation summary several photos and one physical sample were provided to our quality team for investigation. Through visual inspection, a white particle was observed in the syringe. Based on the visual characteristics, it was determined to be a polypropylene fiber. A device history review was performed for the reported lot 2210122, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment. A project was initiated to reduce any foreign particles inside our products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white, lint-like foreign matter was found in the bd discardit¿ ii syringe. The following information was provided by the initial reporter: "there is a relatively large white lint in the syringe. Since we carry out patient-specific preparations in the context of tumor therapies in our company, it is imperative that we ensure freedom from particles in rrk a. This is unfortunately not the case with this syringe. Unfortunately, this is not possible with this syringe."

Event description:
It was reported that white, lint-like foreign matter was found in the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: "there is a relatively large white lint in the syringe. Since we carry out patient-specific preparations in the context of tumor therapies in our company, it is imperative that we ensure freedom from particles in rrk a. This is unfortunately not the case with this syringe. Unfortunately, this is not possible with this syringe."

Manufacturer narrative:
After further review, the provided material# from the customer does not correspond with the event description. As a result, the following fields have been updated with corrections: b.5. Describe event or problem: it was reported that white, lint-like foreign matter was found in the bd plastipak¿ luer-lok¿ syringe. D.1. Medical device brand name: bd plastipak¿ luer-lok¿ syringe d.2. Medical device catalog#: 300629. D.3. Medical device manufacturer: becton dickinson, s.a. (San agustin, spain). D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson, s.a. (San agustin, spain). H.4. Device manufacture date: 26-oct-2022.